Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 2 spine screws were placed in the patient's spine in a different position than desired with navigation involved, and non-removal/non-replacement of 1 of the deviating screws could have possibly led to a critical harm to the patient (since it had breached the medial wall at l3) as per the surgeon, although according to the surgeon (treating clinician): the deviation of the spine screws was detected by the surgeon with a post-operative CT scan, and they were removed and re-placed to their intended position with navigation at the very same surgery. The outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no actual harm/negative clinical effect to the patient resulting due to the deviating placements, also not due to the prolongation of the surgery/anesthesia of ca. 30 min. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. H6: the device evaluation is currently ongoing, and results are pending. Brainlab intends to issue a follow-up report upon completion of the device evaluation.

Event description:
A minimally invasive surgery on the lumbar sacral spine for a posterior lumbar interbody fusion (plif) of l5 and s1 with l3-s1 posterior fixation and prone transpsoas (ptp) fusion of l3 to l5, with intended placement of 8 pedicle screws bilateral for fixation (at s1 - l5), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0 from an intra-operative CT scan, the surgeon discovered that of 2 of the 8 screws placed with the aid of navigation deviated from their intended position (at l3 right, 2-3 mm and l4 left, 4-5 mm), with 1 screw breaching the medial wall of l3. The surgeon decided to remove the screws and to re-place them to their correct position with navigation at the very same surgery. According to the surgeon (treating clinician): non-removal/non-replacement of the deviating screw placed into the spinal canal would have possibly led to a critical harm to the patient, since 1 screw was breaching the medial wall of l3. The outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no actual harm/negative clinical effect to the patient resulting due to the deviating placements, also not due to the prolongation of the surgery/anesthesia of ca. 30 min. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.